Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected concomitant devices reported: bolt ø4.9 self-tap l38 tan green (part 459.380, lot unknown, quantity 1); bolt ø4.9 self-tap l38 tan green (part 459.360, lot unknown, quantity 1); radiolucent insertion handle (part 03.010.405, lot 8365827, quantity 1).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, during the procedure, aproximal femoral nail antirotation (pfna) nail was not possible to lock as it was not possible to place the locking bolt correctly with the aiming arm. It was noted also that it was not possible to place the blade correctly with the complained aiming arm, the blade hit the nail cranial. It was unknown if there was surgical delay. Patient and procedure outcome are unknown. Concomitant devices: radiolucent insertion handle : (part:03.010.405, lot: 8365827, quantity:1). This report is for one (1) aiming arm for pfna blade. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 4/4/2019 two (2) pfna were affected, both from two (2) different surgery's and two different surgeons. It was not possible to place the blade correctly with the complained aiming arm, and the blade hit the nail cranial. Updated concomitant devices reported: radiolucent insertion handle: (part:03.010.405, lot: 8365827, quantity:1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part: 03.010.407 lot: 2723030 manufacturing site: bettlach release to warehouse date: 24. May 2011 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary the returned aim-arm was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation.: during the manufacturing process there is a functional test defined for this product. This functional test was performed with the returned device using the following gages: 2-53-14659, 2-53-14659-1 and 2-53-14659-2. The returned device was tested through the 3 different holes using the gages mentioned above. The dimensions of the ¿aim-arm 130° f/pfna blade¿ received which are relevant for the complaint condition were identified and tested through a go/no go gage and have fulfilled their specification. Based on the investigation results this complaint is rated as not confirmed as well as not valid since the product returned has passed its specifications according to the functional test. In addition, two features were measured, and its results are according to specifications. As there was no manufacturing deficiency identified; no further actions have been triggered. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices: bolt (part 459.380, lot unknown, quantity 1); bolt (part 459.360, lot unknown, quantity 1); bolt (part 459.340, lot unknown, quantity 1)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.